Event description:
¿Spike would not engage¿ according to surgical team when attempting to use a covidien ta stapler device. No patient harm. New device obtained and successful use. Defective saved and given to nurse in charge. FDA safety report ID # (B)(4).